Event description:
The customer received a blood glucose reading of 136mg/dl on the contour meter, re-tested on a different meter and the reading was 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. A new meter was sent to the customer.